Manufacturer narrative:
The customer's report was duplicated and the calibration table on the smart pheumatic module was determined to be corrupted. The calibration table was reloaded to resolve the report. The device was recertified and returned to the customer. Historically failures of this type are a result of the calibration/test sequence or set up incorrectly performed by the user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set check failure - 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.